Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances. As such, surgical intervention was undertaken on (B)(6) 2022 and the lead was removed and reimplanted at the same location to address the issue. Reportedly, therapy was restored. However, two contacts are still reading high impedances post-procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient underwent surgery for high impedances, however, patient reported slurring of speech and the operation was stopped.

Event description:
It was reported that the patient does not have effective therapy after the repositioning of the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.